Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no activity related to the complaint observed in the pump histories. The pump was able to lock and unlock without difficulty upon testing. Unrelated to the initial complaint, the battery compartment was observed to be cracked and the pump was returned without the battery cap. A test battery cap was used for all investigation steps. Product analysis was unable to verify or duplicate the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was locked. Reportedly, the patient had tried multiple times to unlock the pump with no success. Customer support instructed the patient to reboot the pump to unlock. Reportedly, the pump locked again after the patient confirmed the verify screen and the patient was again unable to unlock the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.